Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) analysis is waiting for the correct data to be sent to perform the assessment. As of today, this device remains in service. No adverse patient effects were reported.